Manufacturer narrative:
Device not returned for analysis.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device misfired on the first firing. On the second firing, the staples did not form properly. There was no pt consequence.